Event description:
It was reported that the customer received an incomplete fill tubing alert as they had not completed the fill tubing process. The customer then experienced an elevated blood glucose level of "high", although specific value was not provided. Tandem technical support educated the customer on the meaning of an incomplete load fill tubing alert. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.